Event description:
It is reported that the surgeon was attempting to impact surface into tibial plate and it would not engage. Another implant was opened and the surgeon was able to impact the surface properly.

Manufacturer narrative:
Eval summary: visual examination concluded that both sides of the inner dovetail lips are compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however more info would be needed to conclusively make that determination. Eval: the device history records were reviewed and found to be conforming; indicating that the device was manufactured, packaged, and inspected to specifications. Dimensional analysis shows that the device is conforming to print specifications.